Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and adhered to the optic by solution. The lens is cut in half, typical of insertion and removal from the eye. A small crack is observed on one of the sections of the optic. This may be interpreted as the reported scratch. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the an intraocular lens (iol) implant procedure, noticed a scratch on the lens. The lens was removed and replaced with another lens during initial procedure. There was no incision enlargement. Capsular bag was intact. Additional information has been requested.